Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve and customer did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 199, 213, 169 and 202 mg/dl. The customer¿s expected fasting blood glucose test result range is 90 - 120 mg/dl. At the time of the call, the customer stated that he was feeling clammy and shaky. Medical attention was not required at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 19-jul-2020. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).